Manufacturer narrative:
Intuitive surgical, inc. (Isi) received both of the high-resolution stereo viewers (hrsvs) involved with the complaint and completed the failure analysis. The high-resolution stereo viewers (hrsv) on return material authorization (RMA) 301805270130 was analyzed, and failure analysis was able to reproduce the reported complaint. The unit was installed onto the test system and upon startup it was noticed that the video feed was completely dead. There was a black image that did not respond or show anything that was presented on the left. The hrsv on RMA 301805270140 was evaluated by the fa team. Fa was not able to reproduce the reported complaint. The unit was installed onto the test xi system and checked for visual abnormalities, ergonomic function, and that all functional abilities were in order. The unit was left idle for 40 minutes and checked intermittently for any errors or faults as well and no trouble was found.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high resolution stereo viewer (hrsv) monitor to resolve the reported issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the left eye was fully blank on the surgeon side console (ssc)2. The issue was present since the surgery start. The customer stated that the backlight was not present on the left eye. The surgeon moved to the ssc1 to proceed. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and noted an error 119 pointing to a fault on the left eye power supply. The tse recommended to power cycle the system and to confirm the lack of backlight during this step; the customer agreed. The procedure was completed with no reports of patient injury. Further clarification was received from the field service engineer (fse) as it was the right eye which was defective, there must have been an error during the communication between the tse and the customer or a bad interpretation. The right screen was no longer powered".